Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a fistula of an arm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, on the second inflation at 24 atmospheres for 20-30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a fistula of an arm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, on the second inflation at 24 atmospheres for 20-30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 6.0 x40, 40cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified, measuring 10 mm proximally from proximal marker band and extending to 40 mm distally past the proximal marker band. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found multiple kinks present on the shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.